Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery. Reportedly, the thumb advancer could not be advanced completely. In accordance with the instructions for use, the safety release mechanism was used to facilitate device removal. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip-deployed with the thumb advancer and delivery tubeset being retracted via the access ports. Inspection of the returned device suggested that the locator wings were bent during thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset would result in difficult device removal; however, this was not reported. The returned condition indicated that the access ports and safety release were utilized to facilitate the device removal as instructed in the instructions for use. Based on the investigation findings, the probable cause for the bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment and device removal. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.